Manufacturer narrative:
(B)(4)

Event description:
It was reported that during device upgrade procedure, noise on atrial channel leading to inappropriate mode switching was observed when the device was placed in the pocket. Lead was replaced. Procedure was concluded successfully.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.